Event description:
Event description cpi received information that this bipolar lead was removed from service. During a routine replacement procedure of an implantable pulse generator (ipg) this lead was accidentally nicked by the surgeon. The physcian elected to replace the lead with a new lead of the same model. Note: the occurrence date is 04/12/96 but cpi did not receive the information until 03/06/97.